Manufacturer narrative:
No the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range,the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was, pump error 3 or pump error 81 noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test, self test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Event description:
The customer reported via phone call that her insulin pump had received multiple pump errors. The customer's blood glucose level was 60 mg/dl. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarms as well as able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis